Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. (B)(4).

Event description:
The customer reported the generation of erroneous high results for sodium (na) on their au5800 chemistry analyzer. The erroneous results were reported not out of laboratory; hence, there was no change to patient treatment in association with this event.